Event description:
Phlebotomist reported that blood collection device pre-maturely retracted as they were changing blood tubes. Phlebotomist was not aware of pre-mature retraction and received a needlestick from back hub of blood collection needle as they were attempting to insert second blood collection tube.